Manufacturer narrative:
A patient¿s trial leads were explanted due to a sepsis infection in their back was reported to abbott. The patient was hospitalized to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00684 it was reported that following patient having trial leads pulled on (B)(6) 2023, the patient experienced sepsis in their back. Patient was hospitalized to address the issue.